Event description:
Hospital reported that during pt transport, batteries were run until depleted. An emergency handcrank was used for completion of transport. Bio-console was then connected to ac power to complete case with no effect to the pt.